Event description:
It was reported by service report that abduction slide cable was not allowing the upright assembly to lock in place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - slide cable.